Event description:
Patient representative reported patient experiencing pain, seroma, lymphadenopathy, and recalled biocell textured implant, fear of undergoing reconstruction or re-implantation of an alternative implant, evaluation of bia-alcl, increased risk of developing cancer. The follow reported events have been deemed not related to the device: "suffering, disability, impairment, disfigurement, inconvenience, loss of enjoyment of life, aggravation or activation of preexisting conditions, and incurred costs for medical care and treatment, loss of wages and wage earning capacity, and other economic and non-economic damages. The losses are permanent and continuing in nature." Affected side is left. Surgical removal of lymph nodes, capsulectomy, and explant have occurred.

Manufacturer narrative:
The events of seroma - late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy; seroma.